Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call of unexplained high blood glucose of 526 mg/dl. The customer indicated that he felt very weak and was advised to contact their doctor or medical attention or to call back later to troubleshoot. The customer was provided assistance to change out set, to rewind pump, prime the tubing and to insert new set.